Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to be difficult to fix. Several attempts were made to secure the rv lead; however, it exhibited a high capture threshold, resulting in loss of capture after fixation. The rv lead was not used and replaced. The patient remained stable throughout the procedure.